Event description:
It was reported to boston scientific corporation in 2006 that an rx dilatation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure two days prior. (Patient age, gender and weight unknown) according to the complaint, during procedure, this device was attempted to use but it was found that the balloon was ruptured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"

Manufacturer narrative:
The unit was returned stating that it was found that the balloon was ruptured. Direct product analysis revealed a tear in the shaft around the circumference of the catheter in the lapweld area, 1cm proximal to the balloon. It was not possible to functionally test this unit as it could not be inflated because of a tear. This is the area where the single lumen tip is lapwelded to the multi lumen segment. The shaft was checked for any other kinks and dents and none were found.